Event description:
It was reported that the user experienced low glucose after meal announcements while using the ilet bionic pancreas and perceived the pump was delivering too much insulin; the user recently initiated zepbound and noted variable timing of meal announcements, sometimes at first bite and sometimes about 10 minutes before eating. Symptoms included shakiness with a recorded glucose of 66 mg/dl. Outcomes included self-treatment of hypoglycemia with oral glucose and no medical intervention or hospitalization. Investigation included troubleshooting and user education, including guidance to announce meals at first bite per recommendation, to enable and set the pump¿s audio alerts to high volume for low-glucose notifications, and information about a firmware update. Investigation of this case revealed no device malfunction reported and user-specific operational factors, including reliance on a third-party cgm app alerts set to 70 mg/dl and recent initiation of zepbound, which may affect glycemic response. It was concluded that the hypoglycemia was of unclear cause with contributing user and therapy factors identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.